Manufacturer narrative:
No consequences or impact to patient. Device displays error message. Valve, flow. The field service representative (fsr) confirmed the reported issue. The fsr replaced both channel a & b mixing valves per the notice of field correction (nfc). He verified unit performance and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an "e0d" error code on channel a of the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.